Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
It was reported to philips a touched position was observed to be out of alignment. There was no patient involvement or harm. This event was reported to have occurred during periodic maintenance (pm). There was no delay to therapy. The philips field service engineer (fse) observed the issue. Touchscreen calibration was performed, but the issue was not resolved. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The part was returned for failure investigation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The reported complaint of touchscreen failed was not duplicated. The resistance measurements and resistance ratio test passed. There was no fault found on the returned touchscreen assembly.